Manufacturer narrative:
Sw 2.8c: unit not received in manufacturing mode. Unit passed displacement test, sleep current measurement, active current measurement and selftest. No unexpected low battery alerts noted in the pump trace download. Pump trace download analysis confirmed the pump alarmed multiple unexpected replace battery alerts in the pump trace download. The power management tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management tool and confirmed replace battery alerts due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, stained serial number label and peeling end cap address label.

Event description:
The customer reported via phone call that the insulin pump received low battery alarm. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.